Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the o-rings inside the aseptic battery housings have come loose and fell out after the surgery when sending the housing for cleaning. A missing o-ring can cause housing to not close properly and can expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the o-rings inside the aseptic battery housings have come loose and fell out after the surgery when sending the housing for cleaning. A missing o-ring can cause housing to not close properly and can expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the rubber band on the inside of the system 6 aseptic battery housing has come loose and fallen out, was confirmed. The o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents. Device was placed in parts retention.